Event description:
Confirmation on may 20, 2026 that a custom device, cus-688, which was implanted on (B)(6) 2022 with dr. (B)(6), was revised on (B)(6) 2026 because the implant was loose and the patient was in pain. No lb product was used in the revision. Unknown event date.